Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was not communicating. A field service engineer performed a remote check on the device for failure and it connection issues. All functions were normal, and the issue was resolved. The connection on the station was checked. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.